Manufacturer narrative:
(B)(4). Product not returned for evaluation. Customer declined replacement product at this time. Customer will consult her dr. Before replace the product. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 255, 245, 191, 232 and 187 mg/dl. The customer's expected fasting blood glucose test result range is 80 - 148 mg/dl. Customer stated that there were changes in her medication over the last few months and since the changes occurred, her readings have been high. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back-to-back blood test was not performed by the customer. The product is stored according to specification in a pajama drawer. The test strip lot manufacturer's expiration date is 05/31/2020, and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (B)(6).